Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 464 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery during bolus delivery and it alarmed motor error prior. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin exited after fixed prime has been delivered. Customer also reported to have experienced a high blood glucose of 464 mg/dl and declined high blood glucose troubleshooting. No product is expected to return.